Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a syringe. The customer reported there is a crack in the syringe. Upon eval of the sample at covidien on (B)(4) 2013, the syringe is a bd syringe connected to a covidien single-lumen umbilical vessel catheter (uvc), item (B)(4) . Per add'l f/u, the customer reported that they are not certain where the malfunction originated. Eval of the returned sample reveals leakage in the catheter at the base of the molded strain relief. No defects were found with the syringe. Upon add'l info received from the customer on (B)(6) 2013, the customer did report that the catheter failed while on a pt. It was leaking where the line meets the hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Attempts to gather add'l info were made on 09/23/2013, 09/27/2013, and 10/01/2013. To date, no response has been received. If add'l pertinent info becomes available, the report will be updated.